Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation it was observed, that the forceps could not be inserted smoothly due to a dent in the channel tube. The reported issue of microbial contamination could not be confirmed or reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had resistance in the channel when the accessory is going down the tube. Additionally, the customer reported that the bacteria did not meet the standard. The reported issues were discovered during preparation of use for a diagnostic gastroscopy procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to g2 to add the foreign country china. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.